Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the sample t-valve.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the sample t-valve was leaking on the system. No injury was reported.